Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead with the cardiac resynchronization therapy pacemaker (crt-p) was found to be fractured at the in-office interrogation. The sensing was reprogrammed. There was noise and oversensing noted after the reprogramming. The lead was surgically abandoned, and the crt-p was explanted due to a therapy upgrade. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead with the cardiac resynchronization therapy pacemaker (crt-p) was found to be fractured at the in-office interrogation. The sensing was reprogrammed. There was noise and oversensing noted after the reprogramming. The lead remains in service. No adverse patient effects were reported.